Manufacturer narrative:
Additional information has been requested, and if received, will be provided on a supplemental report.

Event description:
It was reported that the gamma3 nail, which was implanted in 2006, broke in 2007. Patient was revised.